Event description:
The subject device was used during a laparoscopic sigmoidectomy, and the error occurred. The user executed the probe check several times, and the error stopped. Although the user continued to use the device, the probe broke off outside of the patient. The procedure was completed with another thunderbeat. There are no patient injury was reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 14.5mm from the distal end. There were scratches, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratches as the starting point. And there was a coarse part on fracture surface which showed that it fractured by physical stress. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the probe was scratched since the user activated output with contacting the probe with some hard objects. Then the crack developed from the scratch on the probe by output during the procedure, and the error occurred. After that, the probe broke off by physical stress outside of the patient. Based upon the finding of the evaluation, this report appears to be related to user handling.